Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.g996u1ueshhyi2, hardware: sm-g996u1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received undeployed. The investigation found the shelf mode current to be above the specified limit which caused the battery voltages to be lower than expected. The download data shows that the device was not activated upon fill and entered pod state 2 for the first time when hooked up to the power supply for data downloading. The pcb was inspected under magnification, and no damage or defects were observed that would contribute to high shelf mode current. The low batteries caused by the high shelf mode current caused the device not to awaken after fill, preventing the user from activating and deploying the pod.

Event description:
The device was returned and evaluated. There was evidence of a needle mechanism failure.